Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead returned and analysis was performed, insulation damage was confirmed, no adverse patient effects were reported.

Manufacturer narrative:
T this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this lead was attempted but not implanted due to an apparent insulation damage on the lead during the implant procedure. It was then replaced. No adverse patient effects were reported.